Event description:
Patient reported she has impacted cassette with lot number 4329615, expiration date unknown. Patient has 2 boxes that are affected [total 24 cassettes). Patient claims she had 2 cassettes that were previously used that kept stopping and she had to switch them out. Patient is unsure of the lot number of affected cassettes that the issue was experienced with. Patient was able to switch cassettes with current pump and resume therapy. No issues now with the current cassette. No further information at this time. Pharmacy is sending next day shipment of cassettes. Pump return tracking information is not applicable to event photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes. Reported to (B)(6) by pt/caregiver.